Manufacturer narrative:
Additional information - block d9 investigation results, visual investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. Friction marks and corrosion can be found at the gliding planes, caused by insufficient lubrication. Additionally, a modified surface structure can be found at the rack. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fb850r - cooley sternotomy spreader adult32x50mm. According to the complaint description, the device became stuck during use and was difficult to remove. The malfunction occurred during open heart surgery. There was no described patient harm nor delay in the procedure. Additional information was not provided but has been requested. The malfunction is filed under aag reference (B)(4).